Event description:
While using bovie (esu) the wand was accidently hidden, and then activated under drapes during an or surgical procedure. The wand caused a small fire to be started in the drapes. No one was harmed by the fire, as it was controlled before it spread. User error is evident.

Manufacturer narrative:
Conmed electrosurgery is actively pursuing return of the suspect sabre 180. A follow-up medical device report will be submitting once add'l info is obtained.